Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced a high blood glucose (bg) level. Bg value not provided. Customer administered manual insulin injections to address bg and customer reverted to manual injections for insulin therapy.